Event description:
It was reported that the large suturecut needle driver instrument wire was noted to be loose during a da vinci appendectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that one grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub does not exhibit any wear. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.